Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed both high and low impedances across the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.